Event description:
Had a tvt mesh sling implanted from coloplast which makes sexual intercourse impossible, irritable bowel syndrome, very tired, overflow incontinence - must use a catheter, permanent infection, live in (B)(6).